Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that the maryland bipolar forceps (mbf) instrument's conductor wire was broken. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black conductor wire was stripped. The conductor wire damage was associated with a loss of cautery. No arcing was observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and there were no disconnected conductor wire observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument passed continuity test. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional finding not related to customer reported complaint: the instrument was found to have localized melting near the grip base. The instrument passed the electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.